Manufacturer narrative:
(B)(4). Concomitant medical products: nexgen complete knee all poly patella, catalog # 00597206529, lot# 62460884; nexgen lps-flex gsf femoral component, catalog # 00576401551, lot #62503718; nexgen lps-flex prolong articular surface, catalog # 00596203210, lot# 62436930; nexgen stemmed tibial component, catalog# 00598003701, lot# 62510191. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient was revised due to pain and loosening.

Manufacturer narrative:
Reported event was able to be confirmed via revision operative notes. Operative notes state, the procedure was indicated for aseptic loosening of the left knee prosthesis. The initial soft tissue incisions were made and it was noted that the patella was noted to be stable and the button well fixed and was thus not removed. The femoral component was removed with minimal bone loss. Attention was turned to the tibial component and it was removed with no bone loss. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history determined that no further action is required. Root cause was unable to be determined. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.